Event description:
It was reported that a home patient (hp) experienced an increased intra-peritoneal volume (iipv) event on a homechoice (hc) device during fill 1 of 4 of peritoneal dialysis (pd) therapy. The caregiver (cg) stated that the programming had been changed that day and the device did not perform the initial drain. The cg stated that the device proceeded to fill the hp with solution and that the heater bag was half empty. During troubleshooting, the technical service representative (tsr) discovered that the initial drain alarm was set to zero. The tsr assisted the cg in performing a manual drain and explained the overfill. The tsr initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new device arrives. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. Rite (returned instrument test evaluation) functional testing and electrical testing were conducted and the device passed. An internal/external inspection was performed and the device passed. Pneumatic system testing found no issues. Simulated therapy was performed and passed successfully. The event history log review confirmed the reported issue of an increased intra-peritoneal volume (iipv) event. The cause was determined to be use error, initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.